Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: precautions: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. Potential complications: potential complications associated with retrograde antegrade positioning of indwelling ureteral stents include the following: stone formation; stent encrustation. Directions for use: withdraw the guidewire slowly. The stent will form a pigtail automatically. Carefully remove the push catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: b, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteroscopic lithotripsy for kidney stones, during which a ureteral stent (788424) was placed. One month after stent placement, the stent became difficult to remove, and upon removal, a stone was found inside the stent. Surgical intervention was chosen to remove the stent, which was successfully performed, and the surgery was completed smoothly. No actual samples or photographs were available at this time.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ureteroscopic lithotripsy for kidney stones, during which a ureteral stent (788424) was placed. One month after stent placement, the stent became difficult to remove, and upon removal, a stone was found inside the stent. Surgical intervention was chosen to remove the stent, which was successfully performed, and the surgery was completed smoothly. No actual samples or photographs were available at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.